Manufacturer narrative:
(B)(4). Unit passed the displacement, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current test and self-test. Pump failed the active current test due to moisture damage on the electronic assembly. No blank display noted during testing. No insulin pump error alarms noted during test. All buttons function properly. The following were noted during visual inspection: scratched case, cracked keypad overlay and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor alarm. Customer stated that insulin pump had stuck button alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.